Event description:
The user facility reported that during bypass surgery, the oxygenator device exhibited insufficient gas transfer characteristics - as demonstrated by low po2 levels. The oxygenator was changed out and the procedure was completed without further incident. The hosp reported that there was no harm or injury to the pt.